Event description:
Primary implant was 5/10/1999. Pt was x-ray'd yesterday and the porocoat beading coming off the stem seemed excessive (more than he'd ever seen before). The first notice of the porocoat problem was in x-rays taken 9/28/1999.